Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2012. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 due to patient allegations of pain, lack of mobility and elevated metal ion levels. Patient's legal counsel further reported liner wear was allegedly noted during the revision procedure. The modular head and liner were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-05251 / 05252).

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2012-00999.